Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an active user of the ilet experienced multiple hypoglycemic events while using the pump, with a documented lowest blood glucose of 58 mg/dl and lows persisting for approximately 30 minutes; no device alerts or alarms were reported, and additional training was scheduled to optimize pump use and address activity-related lows. Symptoms included slurred speech and sweating. Outcomes included self-treatment with oral glucose and no hospitalization or professional medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that the specific cause of hypoglycemia was unclear, with activity suspected by the agent but not confirmed, and no device malfunction or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.